Event description:
Event description: sales rep reported from the surgeon that after a presentation with a follow up question and said she had a patient she performed lap ovarian surgery on and used surgiflo 2994 with lap applicator and patient had significant post op pain and has been readmitted twice with otherwise normal work up. Surgeon wanted to know if there are reports of inflammatory or allergic type reactions to surgiflo. Rep provided product IFU and discussed known adverse events and disclosed that I would file this product complaint. Follow-up information: a response was received from the sales rep stating that no further information will be provided for this complaint. In addition no product is available to be returned for evaluation.